Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events could not be confirmed, as no diagnostic test results were submitted for evaluation. A direct correlation between the reported events and the heartmate 3 left ventricular assist system serial number: (B)(6) could not be conclusively established through this investigation. The patient reportedly experienced ventricular tachycardia and was treated with intravenous medication and 2 shocks for cardioversion. The arrhythmia resolved, and the patient remained asymptomatic. The patient also experienced leukocytosis, hepatic dysfunction, hypokalemia, and low hemoglobin, which resolved without sequelae between on (B)(6) 2020. A computed tomography (CT) of chest, abdomen & pelvis ruled out infection. They were treated with cefepime, insulin, and potassium. The patient remains ongoing on heartmate 3 left ventricular assist system serial number: (B)(6). No product or images are available for evaluation. The current heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists cardiac arrhythmia and hepatic dysfunction as adverse events that may be associated with the use of the hm3 lvas. Section 6 lists arrhythmia as a potential late post implant complications that may be associated with the use of hm3 lvas therapy. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient had a fever on and off throughout hospitalization. No positive bacterial cultures were found. Cefepime was added to the post-operative antibiotic therapy. The computerized tomography (CT) scan of the patient's chest, abdomen, and pelvis ruled out infection. The patient's hemoglobin levels dropped to 8.9 during their hospital stay. They had an insulin glucose tolerance test (gtt) to test for diabetes. The patient had elevated liver enzymes indicating hepatic dysfunction. On (B)(6) 2022, the patient's k+ measure was 3.0. Potassium was given several times during hospitalization.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported arrhythmia could not be confirmed, as no diagnostic test results were submitted for evaluation. A direct correlation between the reported cardiac arrhythmia and the heartmate 3 left ventricular assist system serial number (B)(4) could not be conclusively established through this investigation. The patient reportedly experienced ventricular tachycardia and was treated with intravenous medication and 2 shocks for cardioversion. The arrhythmia resolved, and the patient remained asymptomatic. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The patient remains ongoing on heartmate 3 support. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) list cardiac arrhythmia as an adverse event that may be associated with the use of the hm3 lvas. Section 6 lists arrhythmia as a potential late post implant complications that may be associated with the use of hm3 lvas therapy. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient sustained ventricular tachycardia on (B)(6) 2020. The patient was hemodynamically stable and felt okay with it. The patient was converted with amiodarone bolus followed by drops along with 5 milligrams of intravenous metoprolol and 2 milligrams of intravenous magnesium. The patient also received two shocks. On (B)(6) 2020 a pacemaker/ICD was inserted.